Event description:
The patient underwent a robotic mitral valve repair.the procedure began at 8am. The catheter was prepped and the balloon was successfully inflated and deflated. The catheter was inserted into the patient and placed in the coronary sinus. The balloon was inflated successfully. At approximately 4pm the anesthesiologist drew back on the syringe from the balloon and noted blood in the syringe. The case was completed using only antegrade cardioplegia. There were no adverse patient consequences. When the catheter was removed it was found that the balloon had a hole.